Event description:
Pt reported obtaining back-to-back glucose result of 134 mg/dl and "lo" (< 9 mg/dl) on the active system. Pt did not modify therapy based on these values. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Qc testing had not been performed on the active system. Technical support requested the return of the suspect product and replacement product was shipped.